Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient that this device was part of a previous system explant due to an infection that developed approximately three weeks after implant. The patient did not report the explant date, and there were no prior reports of the explant procedure to boston scientific. There was no report of adverse patient effects due to the explant procedure. A replacement system was implanted approximately three months later. Additional information requested and received from the explanting facility indicated that the explant had occurred 2.1 months after implant.